Manufacturer narrative:
Additional information: d10, h3, h6. The reported event of failure to remove stylet was confirmed. As received, a complete lead was returned in one piece. The stylet that was used in the field was not returned with the lead. A visual inspection of the lead revealed an overtorqued inner coil consistent with procedural damage. Despite the overtorqued inner coil, a stylet was able to be inserted through the entire lead body and removed with no restriction. The cause of the reported event was isolated to the overtorqued inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the physician was unable remove the stylet from the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.